Event description:
A facility reported that the double pin side locking mechanism of the mayfield modified skull clamp (a1059) would not lock. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. The unit was received with the lock having rotational and lateral movement and a residue buildup present. New components were added to replace worn internal parts. Root cause analysis: complaint was confirmed via inspection of the unit. Unit received with the lock having rotational and lateral movement and required replacement of worn internal parts. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.